Event description:
The patient was on cardiac bypass with 14 and 18 french gauge (fr) venous cannula. The central venous pressure (cvp) went from 5 to 28 when the caval tape was applied to the superior vena cava (svc) cannula. The cannula had been (apparently) positional and the surgeon decided to upsize and change out the cannula. The cvp was zero when the caval tape was applied to the new 16 fr svc cannula. The 14 fr cannula was found to have clot formation in the metal portion. The lot of 14 fr cannula may be from the "old" production lot even though we specifically requested a "new" lot last week which was overnighted to us. Medtronic has been made aware but has not confirmed whether the lot was new or old.reply from medtronic: they have stated that the metal tip on the cannula was of the new style. Unfortunately, upon inspection the tip did not meet their standards. They have pulled samples from 80 lots and are in the process of evaluating those samples. ======================manufacturer response for dlp angled metal tip venous cannula, medtronic dlp (per site reporter).======================